Event description:
Reporter stated that the surgeon inserted a single piece collamer intraocular lens model cc4204bf in the eye and the lens would not open up and one plate haptic was torn. The surgeon enlarged the incision and removed the lens and put in another lens. Sutures were required to close the wound. The reporter did attribute the lens sticking together to not enough viscoelastic being used on the lens during loading into the injector.